Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. The thread was becoming unattached to the needle during the procedure. All sutures from that batch were isolated and different suture used. There was no consequence to the patient due to the event, but the the surgery was slightly prolonged. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: * please confirm the number of procedures affected by this issue. - not known * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - no * if this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). - no to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.